Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
On (B)(6) 2016: patient received a right knee I & d to treat a suspected infection. The surgeon noted that the patient had been doing well when her urostomy became infected. Several days later, the right knee became hot and swollen and the surgeon believed that the infection seeded from her uti. Upon entering the joint, the surgeon identified and debrided slimy tissue, brown periarticular fluid, and a small hematoma. The surgeon noted that the components were well-fixed but noted an erosion of the lateral and medial femoral condyles. A thorough irrigation was performed, and antibiotic beads were placed. No revision was performed. There was no confirmed infective microorganism, but the patient had elevated d-dimer, wbcs, crp, and esr lab values. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture hemarthrosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for suspected infection of the patellofemoral knee arthroplasty. Date of implantation: (B)(6) 2016; date of event: (B)(6) 2016; (right knee). Treatment: I & d, antibiotic bead placement.